Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd¿ 20 ml syringe had foreign matter. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one sample was returned to sbdm, lot number is unknown. Sbdm noticed fm (grey color) inside the barrel. Sbdm took out the fm and from visual inspection, it looks like rubber piece, with dimension 2.021mm x 1.004mm. Infrared spectrometry (ir) analysis: from ir analysis, the fm is observed to be a kind of rtvs 27-17(rubber compound material) which is similar to rubber port. House sample inspection: sbdm visually inspected 25 pcs each from 5 possible lots (1806082, 1806273, 1808103, 1809073, 1809212), no fm was observed. Device history record review, sbdm reviewed manufacturing records for possible lots (1806082, 1806273, 1808103, 1809073, 1809212), no abnormality was observed. Customer complaint record: sbdm reviewed internal customer complaint records, there is no same issue for same sku from other customers. Root cause: from investigations, sbdm concluded the fm is rubber from ir analysis. The likely cause is that when the customer injected medicine by using the complaints sample, when the needle penetrates rubber port, the rubber port may be damaged and torn out by the needle. After that the piece of rubber port may be flowed down to the syringe barrel, causing the fm. It is assumed that customer was using other company's needle, as the complaint sku was without needle. Corrective actions: 1. Sbdm had quality training on this customer complaint for syringe assembly line workers. 2. Sbdm implemented tightened product & process management and strengthening quality inspection for syringe manufacturing process.

Event description:
It was reported that a bd¿ 20 ml syringe had foreign matter. There was no report of exposure, injury, or medical intervention.